Event description:
It was reported that the ultrasound gastrovideoscope had exhibited black material inside the tip hole (this was not dirt but appeared to be internal damage that had caused the device to come apart). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the black material in the tip hole was confirmed. It is possible that it was caused due to detachment of the instrument due to internal damage. The type of the material or root cause cannot be identified. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Olympus will continue to monitor field performance for this device.